Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures attached to the needles when the plunger was removed¿ was confirmed as it appears that the plunger was not deployed flush with the handle body. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The other additional vascular device referenced is being filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in a common femoral artery via 8fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles with both proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to greater than 8.5fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.